Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 15 -aug-2019, the reporter contacted animas, alleging a power (battery life) issue. It was alleged that the battery life was less than expected. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-dec-2019 with the following findings: a review of the pump alarm history showed frequent replace battery warnings. During investigation, the pump electrical current draws measured within specifications. No alarms occurred during 12-hour testing. The complaint of a battery life issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed corrosion in the battery compartment; a crack in the battery compartment was observed. Leak testing showed the pump leaked at the battery compartment. The pump was opened and no further evidence of moisture was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.